Manufacturer narrative:
H3: device evaluated summary- visual and optical inspection revealed the screw was returned locked in position. The crown had been pushed down through the saddle not allowing the head to pivot. After the head was loosened the screw is able to pivot without any issue. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar disc herniation with spondylolisthesis involved in spinal fusion therapy. It was reported that intra-operatively, the screw was a universal screw, after implantation, it was found that the screw's tip could not be rotated and couldn't pass the rod. There were no patient symptoms or complications reported as a result of this event. Patient is alive and no injury. On 2021-june-07, received additional information that after screw was implanted in the human body, it was found that the screw tip could not be rotated, and the rod could not be inserted when the rod was installed. Therefore, it was removed and replaced with a new screw. After taking it out, it was repeatedly confirmed that it was not stuck, but couldn't be rotated. There was no delay in overall procedure time.